Manufacturer narrative:
(Complaint (B)(4)). All documents and records for the batch in question are without any noticeable findings. No irregularities and / or deviating test results from the in-process control (ipc) were documented. During production, the machine operator must keep the assembly machine and the vacuum chamber within the defined process limits in order to achieve the specified filling quantity of the tubes. According to the examination report of the production department, at the time of the claimed product (07/27/2015 / 8:24 a.m.) The machine operator carried out a change in the draw volume setting, which was corrected again immediately. After consultation with the machine operator, the value adjustment took only a very short time (a few seconds). This time was obviously sufficient to evacuate tubes in the vacuum chamber with a too high draw volume value. After an evacuation process takes approx. 15 seconds, 1 - at most 3 vacuum chamber tube trays (96 tubes per full tray = 288 tubes = 0.04% of the concerned batch) can be assumed, which could be affected by this setting/change. The deviation can therefore be restricted to be within box numbers 45 through 55. The wrong setting causes a too high vacuum in the blood collection tube, which means that the correct blood to additive ratio in the coagulation tube is no longer ensured. Analyzes from such tubes would lead to incorrect analysis results. There are no further complaints regarding the potentially affected batch, although the goods were already produced in july 2015 and the entire batch was delivered to the market. Overfilling of the coagulation tubes can be recognized with high certainty by the user. Based on our experience, users are very critical of correct filling, as it is well known that a change in the mixing ratio of coagulation tubes can lead to clinically meaningful changes in test results. Remedial action/corrective action/preventive action / field safety corrective action: issuance of a corrective measure (CAPA) to secure process control with regard to setting changes of the vacuum chamber. Investigation of the existing tubes on the market: the customer who issued the complaint was supplied with 1200 pieces of the affected batch in august 2015 and has distributed the blood collection tubes to affiliated medical practices within germany. Since several subsequent orders for this item have already been made since the delivery date, we presume that the affected batch was used up entirely. Due to the low percentage of error rate and the fact that the potentially affected tubes were packed in adjacent positions, it is presumed that the affected goods were only delivered to the customer "suprarhenum". We therefore refrain from a field safety corrective action (fsca).

Event description:
"During the incoming examination of the blood samples, the laboratory "suprarhenum" found a high degree of overfilling of the coagulation tubes in one of the senders. No analysis performed, complaint to the manufacturer of the blood collection tube.